Event description:
The customer reported of one erroneously low glucose (glu) cartridge patient result which was generated from a unicel dxc 880i synchron access clinical system. The customer stated that a glu result of 1 mg/dl was generated. The result was not believed by the laboratorian and the sample was rerun on an alternate instrument. A result of 104 mg/dl was obtained from the alternate instrument and reported out of the lab. The erroneous result was not reported out of the lab and there was no affect to patient treatment. Multiple attempts were made to retrieve patient data but was not provided by the customer. Beckman coulter field service engineer (fse) found an obstructed cartridge chemistry (cc) sample probe. The probe was replaced and precision runs were performed. Results passed established specifications and instrument was verified per established procedures.